Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-10. H.6. Investigation summary: customer returned (1) loose 1cc, 6mm syringe filled with approximately (B)(4) units of a clear liquid in the barrel. Customer states that she noticed that the needle has a deformation, it looks like a glue in the middle of the needle, preventing the medication flow. The returned syringe was examined and exhibited material on the cannula shaft. The sample was examined under ultraviolet (uv) light and the material on the cannula was determined to be adhesive splatter. The sample was tested and some of the liquid drawn into the barrel was able to expel properly without any observed defects. A review of the device history record was completed for batch# 9098956. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter on cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clog). Process summary: this operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. Maintenance dispatch #64404 was entered during the production of this batch for excess adhesive on the cannula. It was found that there was piece of debris on the adhesive nozzle causing excess adhesive to get onto the cannula. The issue was resolved by cleaning the adhesive nozzle. H3 other text : see h.10.

Event description:
It was reported that the syringe 1ml 31ga 6mm 10 bag 500 sla was unable to inject insulin (clogged/blocked), and had foreign matter on the device cannula/in the fluid path. The products defects were noted during use. The following information was provided by the initial reporter: reports that she pulled the medication, but when she applied the medication she noticed that the needle has a deformation, it looks like a glue in the middle of the needle, preventing the medication flow. Additional information: the customer states that has used the syringe to apply the drug, but because of the defect in the needle is was not possible to inject the drug. This defect was noticed after the perforation. The drug that was being used was gh (somatotropin).

Manufacturer narrative:
H.6 investigation summary: at this time a company representative is not able to collect samples due to covid-19 concerns. Photos have been requested to aid in the investigation where appropriate. A thorough investigation utilizing other methodologies and available information will be completed to the best of our ability. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9098956. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 1ml 31ga 6mm 10 bag 500 sla was unable to inject insulin (clogged/blocked), and had foreign matter on the device cannula/in the fluid path. The products defects were noted during use. The following information was provided by the initial reporter: reports that she pulled the medication, but when she applied the medication she noticed that the needle has a deformation, it looks like a glue in the middle of the needle, preventing the medication flow. Additional information: the customer states that has used the syringe to apply the drug, but because of the defect in the needle is was not possible to inject the drug. This defect was noticed after the perforation. The drug that was being used was gh (somatotropin).

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml 31ga 6mm 10 bag 500 sla was unable to inject insulin (clogged/blocked), and had foreign matter on the device cannula/in the fluid path. The products defects were noted during use. The following information was provided by the initial reporter: reports that she pulled the medication, but when she applied the medication she noticed that the needle has a deformation, it looks like a glue in the middle of the needle, preventing the medication flow. Additional information: the customer states that has used the syringe to apply the drug, but because of the defect in the needle is was not possible to inject the drug. This defect was noticed after the perforation. The drug that was being used was gh (somatotropin).